Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electromechanical noise. Technical services discussed the pattern on the electrograms is most likely electromechanical noise by conducted current. There were no additional adverse patient effects. The system remains implanted.